Manufacturer narrative:
Product #1 pi main [(B)(4)]. An event of loss of pairing and unable to pair resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The application is not applicable and not returned. Rcts was contacted. Analysis of the information provided confirmed the event of loss of pairing and unable to pair. A device history record (DHR) review was not required per investigation procedure. The cause of the reported event could not be determined; however, the reported incident was resolved with assistance from the rcts.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic and it was discovered the ble issue was due to excessive ble usage which caused the icm to revert to telemetry lockout mode. The icm was restored. There were no reported patient consequences.